Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly deployed. Inspection of the needle mechanism found no evidence that would contribute to the cannula dislodging; a root cause for the reported event could not be determined. Inspection of the fluid path found no bends or kinks in the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 317mg/dl while wearing the pod longer than 48 hours. Patient stated the cannula dislodged from the infusion site (leg). When removed from the infusion site the cannula appeared kinked. The pod was removed. The patient's blood glucose and insulin history are as follows: (B)(6).